Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Per follow up by medical safety on (B)(6) 2024, it was reported on (B)(6) 2024, that the patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the abdomen. According to the call review, the patient experienced clamminess and unconsciousness due to hypoglycemia. The behavior of the cgm display device was not specified by the patient nor clarified by technical support (ts). The estimated glucose value (egv) was unremembered and a bg was not checked. The spouse called emergency medical services (ems) and the bg by ems was low (40's, mid 40's and mid 50's). The egv during those times was not specified by the patient nor clarified by ts. The patient's tandem pump was removed. He was given IV and regained consciousness when the bg was in the 50s after approximately 5 minutes. There was no documentation of further medical evaluation or intervention for hypoglycemic shock. At the time of the call, the patient was ok. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.